Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during bd representative¿s site visit, one pump module was observed with a damaged module latch handle spring. This observation was provided to hospital administration for repair by biomed. There was no patient involvement as these were visual inspections by bd representatives on the devices.